Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the distal area (not returned). The optic has a portion in the shape of a triangle cut out and returned adhered to the posterior side of the optic. The lens being cut is typical for insertion and removal from the eye. The optic has a split\torn area that runs alongside the cut out piece. The gusset area of the broken haptic is laying on top of a post in the lens case. The lens was cleaned with lphse. A deep scrape mark is observed on the posterior side of the optic near the edge. Identical marks are observed with a crack on the anterior side of the optic which appears to have been cause by a surgical instrument used to hold the lens. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of an unspecified cartridge and a qualified handpiece. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The observed damage may have been caused by an inadequate amount of viscoelastic used in the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon was ready to implant the iol and looked at it under the microscope, she noticed a defect in the iol. The iol was not used. Additional information was provided by a facility representative that there was a full thickness defect in the side of the lens which was noted when the lens was inserted into the eye during a cataract extraction with iol implantation. The iol was exchanged during the initial procedure. Corneal edema noted in postoperative period. The prognosis is good.